Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker showed four years remaining longevity. The patient was in atrial fibrillation (af) and the device was using 124 percent of power. Analysis showed that the device was high rate atrial sensing at an average rate of 301 beats per minute (bpm) which can cause an increase in power consumption. The device has minute ventilation (mv) on and if signal artifact monitoring (sam) was enabled it can consume an additional 2 to 4 microwatts of power. The clinic may want to consider methods to reduce the patient's atrial fibrillation (af) or perhaps consider programming the device to a non-atrial based brady mode and turn off the atrial sensing lead. Another analysis was done, and it showed that the device appeared to be depleting normally. The device remains in service. No adverse patient effects reported.